Event description:
It was reported through remote transmission that patient received inappropriate therapy. The device diagnosed an arrhythmia as a ventricular tachycardia episode. Low, out of range, high voltage lead impedance was also noted on the atrial lead. Patient was asymptomatic. The ICD was explanted and replaced. The physician elected to not address the atrial lead during the procedure. Patient was in stable condition.

Manufacturer narrative:
Event reported on MDR 2938836-2017-32582.

Event description:
Correction needed to report ICD was explanted due to bpa, and not due to the inappropriate therapy.